Event description:
A doctor reported that two knives were found to be dull during surgery. In one case, the pt experienced a ruptured posterior capsule as a result of the surgeon applying additional force to make the incision. The pt's outcome is reported as excellent. The surgeon has declined to provide any additional info.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to the blade. However, it is unlikely that damage occurred during the manufacturing process. (B)(4).